Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause could not be determined. It is likely the bending section cover and universal cord leaked while the user was handling the device. This led to water invading the device, causing an abnormality in the electrical components, and resulting in the reported incompatible scope error (e315) message. The event can be prevented by following the instructions for use which state: important information - please read before use precautions: caution turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The issue was observed during reprocessing, after a tracheoscopy diagnostic procedure.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the bending cover had leakage, the light guide tube had leakage, one side light guide bundles were damaged and the switches were aged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchovideoscope had an error code e315(incompatible scope). The issue occurred during a diagnostic procedure (tracheoscopy). The intended procedure was completed using a similar device. There were no reports of patient harm.